Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. In addition, an incomplete insertion only was achieved at initial implantation. According to the implant registration card two channels were left outside of cochlea. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had a minor trauma on (B)(6) 2019 and afterwards the hearing performance with the device was affected. As per information received on 22-aug-2019, the recipient's parent had reported improvement in listening behaviour since last week. The user has been re-implanted.

Event description:
The user had a minor trauma on (B)(6) 2019 and afterwards the hearing performance with the device was affected. As per information received on 22-aug-2019, the recipient's parent had reported improvement in listening behaviour since last week. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. According to the implant registration card two channels were left outside of cochlea. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
Based on the received information, damage to the active electrode due to the reported accident appears very likely. Furthermore an incomplete insertion was achieved at initial implantation. According to the implant registration card two channels were left outside of cochlea. However to determine an exact root cause device investigation would be necessary. Re-implantation is planned but no date has been scheduled yet.

Event description:
The user had a minor trauma on (B)(6) 2019 and afterwards the hearing performance with the device was affected. As per new information received on august 22, 2019, the recipient's parent had reported improvement in listening behaviour since last week. Re-implantation is planned but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a minor trauma on (B)(6) 2019 and afterwards the hearing performance with the device was affected.